Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had three alarms high fill pressure, autofill failure and maintenance code #2. There was no patient injury reported.

Manufacturer narrative:
Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Complaint record is being cancelled as it is a duplicate of two complaints tw# (B)(4). Mfg report numbers 2249723-2023-01619 and 2249723-2023-01723.